Manufacturer narrative:
Patient information received. Additional information received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that procedure was ga, tourniquet, betadine prep. All locking screws removed with difficulty though stab incisions. The proximal wound was opened utilizing the previous incision. End cap was removed but the rod was unable to be engaged with the removal device on account of stripping of the proximal thread. Surgeon did not feel it was necessary to split the tibia to remove the rod as the rod itself was causing no symptoms and it was therefore in-situ. Wounds closed with 1 vicryl and 3.0 vicryl.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information is available for reporting. It is unknown when the extracting bolt became worn. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No phone number available for reporter/facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in (B)(6) as follows: it was reported during the removal of a tibial nail on (B)(6) 2018 the surgeon stated the conical bolt was extremely worn and was ineffective. The intramedullary nail remains in the patient. There was 30 minute surgical delay to procedure. It is unknown why the revision surgery was occurring or why the nail remained implanted. Patient status is unknown. Concomitant parts reported: nail (part unknown, lot unknown, qty 1). This is report 1 of 1 for (B)(4).